Manufacturer narrative:
Based on information obtained, decision is not reportable at this time as it was determined the leads were providing effective therapy.

Event description:
Additional information indicates that lead was not involved with the event, the lead involved is reported in another report. [Related manufacturer reference number: 1627487-2024-08171]. Patients lead was providing effective therapy and did not have high impedances.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy and is unable to enter MRI mode. Patients lead has high impedances. Reprogramming has been unable to resolve this issue. As a result, surgical intervention may be undertaken to address the issue.